Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was at the supermarket when they suddenly experienced a seizure and loss of consciousness. Paramedics who happened to be at the supermarket saw the incident and treated the patient with intravenous fluids and an ativan injection. The patient regained consciousness while being in the emergency room. The patient was discharged on the same day at 04:00pm. The patient was told that the when the paramedics took a fingerstick the blood glucose reading was 55 mg/dl. The patient could not remember the cgm reading at the time of the event, but they mentioned that no alert sounded. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.